Manufacturer narrative:
(B)(4). Method, results and conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Event description:
During tonsil and adenoid case the doctor was cleaning the device and the insulation piece surrounding the active electrode became dislodged. The surgeon put the insulation piece back onto the device electrode and the case was continued until completion.